Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 43 mg/dl. Symptoms reported include sweating profusely and passing out in the car on the way to the hospital. The patient was treated with IV (intravenous) dextrose. The patient could not provide the length of hospitalization due to event occurring last year. Customer reported he was wearing the pod at time of hospitalization.